Event description:
It was reported that the lead broke. The total device system was removed. No further info will be obtained.

Manufacturer narrative:
Final device analysis revealed no anomalies found for the neurostimulator. Foreign material was found in the connector ports. The insulation coating and titanium can were scratched. The battery was expanded. Final device analysis revealed no anomalies found for extension. The continuity was acceptable. The distal and proximal ends were intact and undamaged. The outer insulation was intact. Final device analysis revealed a non- standard non-conformance for the lead. All the multiple conductors and wires were broken. Conductors #0, 1 and 2 were broken 4.1 cm from the distal end. The distal end was stretched in between the electrodes. The lead body/insulation was cut thru. The outer insulation was pinched. The proximal end was intact and undamaged.